Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated d4 for catalog, UDI# and lot #. Updated g1-g2 for follow-up report submitter, g4 for awareness date and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. Unknown information: a4 - patient weight was not provided corrected information: d1 - brand name was corrected d4 - device received is different from that which was submitted on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.